Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of unknown baclofen in an intrathecal baclofen pump. A low reservoir alarm occurred due to the patient missing a refill. The patient's mother had contacted the hcp. The hcp contacted the manufacturer representative to determine if anything different had to be done because of the low reservoir alarm. The hcp was instructed to interrogate the pump, silence the alarm, and refill as normal. No further actions were required. The patient's status at the time of the event was stated to be alive with no injury. The issue was resolved as of (B)(6) 2015. History: intractable spasticity, head/brain injury